Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "not infusing proper amounts" was not reproduced. Fluid delivery testing displayed passing results. The device was able to successfully load and run a set without discrepancies. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump was not infusing proper amounts during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.